Event description:
Rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID# (B)(4).